Event description:
It was reported that a spectrum infusion pump had a false "downstream occlusion" alarm. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval could not reproduce the reported symptom "false 'downstream occlusion' alarm," but confirmed it through review of the event history log. The device was operating within specification in relation to the reported symptom. The downstream sensor was recalibrated to ensure proper functioning.